Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. At a routine follow-up appointment, transesophageal echocardiogram (tee) revealed thrombus on the closure device. The physician recommended the patient be placed on warfarin medication for 90 days before repeating tee.